Manufacturer narrative:
Customer reported that a patient's sample tested with mts a/b/d monoclonal and reverse grouping card failed to react in the anti-d microtube. Sample is most likely a weak d example reacting negative in gel. Samples were not submitted by the customer for investigation. Therefore, the complaint could not be verified by mts. Although incident is most likely sample related, gel card malfunction cannot be ruled out. Labeling cautions the user as follows: very weak expressions of the d antigen may not be detected by the mts monoclonal anit-d gel card. In instances where confirmation of d negative antigen status is required, negative d reactions obtained with the mts monoclonal anti-d should be retested with an anti-d reagent licensed for antiglobulin phase testing.

Event description:
Customer reported that a patient's sample tested with mts a/b/d monoclonal and reverse grouping card failed to react in the anti-d microtube. The lot # of the gel card was not provided by the customer.